Manufacturer narrative:
Additional manufacturer narrative: the device was returned to edwards for analysis. Visual inspection revealed suture holes and eleven sutures on the sewing ring. There were also two cuts observed on the sewing ring, damages most likely due to explant. The ring was intact as evident in the x-ray. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without additional information, edwards could not confirm root cause.

Event description:
Edwards received information eleven (11) days after implant that this 30mm annuloplasty ring was explanted; exact date of explant has not been confirmed. Reason for explant is unknown. Attempts to obtain additional details on the event and patient have been made. No additional information has been provided. Should new information be received at a later date, a supplemental will be submitted.

Manufacturer narrative:
Date of explant: unknown. Conclusion: device has been received. Evaluation is anticipated, but has not yet begun. A supplemental report will be filed once evaluation is completed.